Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet displayed bars across the screen and became unresponsive, consistent with a screen display malfunction of the user interface, and the user reverted to an alternate insulin therapy while a replacement was arranged. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included no injury, no medical intervention, and no hospitalization. The investigation included collection of user-provided images, device history review, and return logistics for evaluation. Investigation of this device revealed a malfunction of the display component consistent with a failure of the visual interface; no alarms were reported, and insulin delivery interruption was not indicated. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display subsystem.